Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During functionality testing, the device was found to have low readings on the downstream sensor, and was recalibrated. The device passed all subsequent testing.